Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the fill port cap of an infusor lv 5 device was found detached from the fill port before use. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there have not been any exceptions noted during the manufacturing of this device.